Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was under delivering. The customer's blood glucose level was 333 mg/dl. They reported that the insulin pump had no delivery alarms. They reported that the blood glucose had been rising and auto mode had been given little basal and did not feel comfortable with the insulin pump and auto mode. They reported that they did not feel comfortable in using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Pump passed the delivery accuracy test at 0.08735 inches. (B)(4).